Manufacturer narrative:
Concomitant products: lnq11 icm, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to establish a telemetry session between the remote monitor and the implantable pulse generator (ipg) due to interference from an implantable cardiac monitor (icm). The ipg and icm remain in use. No patient complications have been reported as a result of this event.